Event description:
It was reported that the right atrial lead was fractured, had an undefined impedance, showed noise on the electrogram and had no capture. The lead was explanted and replaced. During the replacement procedure the attempted lead had some positioning difficulties to achieve acceptable readings and during the repositioning the tip of the lead became separated. This lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.